Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over three (3) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material was possibly not removed since reprocessing was not conducted properly for a leakage due to pinching on the bending section cover. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: "IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories).". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.